Manufacturer narrative:
Sample has not been received by MFR in time for this report.

Event description:
The event is reported as: alleged issue: client reported that the "catheter snapped off at the tip". No reported patient injury.